Event description:
Information received by medtronic indicated that the customer reported hypoglycemia with blood glucose value of 46 mg/dl and hyperglycemia with a blood glucose value of 392 mg/dl. The customer reported that the insulin pump has to rewind more than once per reservoir and no loudness to the alarms. The customer also reported that the backlight was dimmer and the buttons were less responsive. No further details were provided by the customer. Troubleshooting was not performed. It was unknown whether the customer was using or not using the insulin pump system within 48 hours of the reported low and high blood glucose event and whether the auto mode smart guard feather was active or inactive. No further complications were reported by the customer. It was unknown whether the customer will continue or discontinue using the device and the insulin pump will not be returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Pump passed displacement test, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor, active current measurement, self test and dat at 0.0873 inches. However the pump was received with a high sleep current due to corroded battery tube. Successfully downloaded history files and traces using thump. No rewind anomaly, audio anomaly, backlight anomaly and keypad unresponsive noted during testing. Unit successfully downloaded to thump. Adjusted the audio and brightness options volume 1-5 and audio tone adjusts properly. Successfully uploaded to carelink and generated reports. Found no pump alarmed motor motion alarm found in the pump history. Pump was cut open to perform visual inspection and found evidence of moisture damage on the electronic assembly. Motor was tested outside of the device and passed the ngp system board test. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: corroded battery tube, cracked keypad overlay, stained keypad overlay, pillowing keypad overlay, faded serial number label and battery tube threads - cracked. Rewind anomaly, audio anomaly, backlight anomaly and keypad unresponsive were not confirmed. Unexpected battery power loss was confirmed due to corroded battery tube. Moisture exposure was confirmed at the electronic assembly. Unable to verify customer alleged for high/low bgs. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Pump passed displacement test, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor, active current measurement, self test and dat at 0.0873 inches. However the pump was received with a high sleep current due to corroded battery tube. Successfully downloaded history files and traces using thump. No rewind anomaly, audio anomaly, backlight anomaly and keypad unresponsive noted during testing. Unit successfully downloaded to thump. Adjusted the audio and brightness options volume 1-5 and audio tone adjusts properly. Successfully uploaded to carelink and generated reports. Found no pump alarmed motor motion alarm found in the pump history. Pump was cut open to perform visual inspection and found evidence of moisture damage¿on the electronic assembly. Motor was tested outside of the device and passed the ngp system board test. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: corroded battery tube, cracked keypad overlay, stained keypad overlay, pillowing keypad overlay, faded serial number label and battery tube threads - cracked. Rewind anomaly, audio anomaly, backlight anomaly and keypad unresponsive were not confirmed. Unexpected battery power loss was confirmed due to corroded battery tube. Moisture exposure was confirmed at the electronic assembly. Unable to verify customer alleged for high/low bgs. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.